Event description:
It was reported that the lead was extracted due to suspected externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the distal portion measuring 47.5cm was returned for analysis. Internal and external insulation abrasion was found at 9.0-10.5cm from the lead tip. The etfe coating was intact at the same location.